Event description:
It was reported that left ica (internal carotid artery) c4 cavernous segment flow diverter implantation was performed on the patient with other relevant history of breast cancer. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: 51-75%) and parent artery stenosis (stenosis rate: 51-75%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from (B)(6) 2021, to now (ongoing). Patient was on clopidogrel 50 mg/day for the time period of (B)(6) 2021 to (B)(6)2021. Now patient is taking clopidogrel 25mg/day from (B)(6) 2021 (ongoing). Patient condition and any other medical intervention performed due to this event is unknown. No other information is available.

Manufacturer narrative:
The device is not available to the manufacturer, as device is implanted in patient.

Event description:
It was reported that left ica (internal carotid artery) c4 cavernous segment flow diverter implantation was performed on the patient with other relevant history of breast cancer. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: 51-75%) and parent artery stenosis (stenosis rate: 51-75%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from (B)(6) 2021, to now (ongoing). Patient was on clopidogrel 50 mg/day for the time period of (B)(6) 2021 to (B)(6)2021. Now patient is taking clopidogrel 25mg/day from (B)(6) 2021 (ongoing). Patient condition and any other medical intervention performed due to this event is unknown. No other information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The product was not returned for analysis. Therefore, the visual and functional inspection were not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that 2 adverse events were noted post procedure. In one event stenosis in flow diverter stent (stenosis rate: 51-75%) and in second parent artery stenosis (stenosis rate: 51-75%). Additional information indicates according to dr. Teranishi, the stenosis rate was higher than actual by calculation error and there is not high-grade stenosis in fact. Detail including correct stenosis rate will be provided through the edi system provided by jsnet. The reported event of patient parent vessel stenosis is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.